Event description:
A pump motor stall occurred during interrogation. "Stopped pump period may exceed tube set" was indicated. The pt did not have any withdrawal symptoms. The pump was restarted after a refill, and no further error messages or motor stalls occurred. The pump issues had resolved, and an explant was not planned. The pt was noted as "doing fine". The drug being infused was baclofen (basal rate: 63.3 mcg/hr, concentration: 2000.0 mcg/ml).

Manufacturer narrative:
(B)(4).